Event description:
It was reported that the pt experienced pain and underwent a knee revision procedure. During revision, it was noted that the articular surface was broken.

Manufacturer narrative:
Eval summary: the overall condition of the articular surface is consistent with normal wear associated with approximately 4 yrs 3 months of use with minor scratching, notching, deformation, and slight yellowish discoloration on the condylar and tibial baseplate surfaces. Root cause can be attributed, but not limited, to many factors including pt lifestyle, misalignment of the articulating components, and component fatigue. Without further info, a definitive cause cannot be determined. Eval: the posterior stabilizing post has sheared off. The sheared component was not included with the returned part; only 3-4 mm of the post remains. Large notches, chips and scratches were evident throughout the remaining surface which appear to be consistent with many months of continued use. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.